Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed fractured battery bond wires. The device is part of the advisory for this model; the analysis finding was consistent with the advisory.

Event description:
It was reported that it was difficult to interrogate the device, and once interrogated a message displayed stating an electrical reset had occurred. Ventricular lead impedance readings were > 9999 ohms, and battery voltage displayed as "not available". Longevity showed less than one month remaining. It was noted at a followup six months prior, the device showed an average of 2.5 years remaining longevity. The device was replaced. No patient complications have been reported as a result of this event.